Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a syncopal episode. Review of device memory showed they had an episode of slow ventricular tachycardia two hours before the episode. No additional adverse patient effects were reported. This device remains in service.